Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual inspection determined one impl tapered sp 3.7mm 10m m octagon (spb10) outer box was returned with a sealed outer vial for a tsv4b8 implant from lot 64076780. Functional testing to recreate the reported event could not be performed due to the nature of the devices & event. Since the spb10 implant has not been returned, visual/functional inspection could not be performed on it. The investigation has been performed based on the available information using the reported (spb10) and subject (tsv4b8) item #s and lot #s (DHR/IFU/rmf). No per was provided. Pre-existing patient factors and tooth location are not relevant to the reported event. The complaint was reported during/before initial use. The customer did not provide any pictures or additional evidence. The conditions of the products when they first reached the customer are unknown. DHR reviews were completed for the reported and subject lot numbers (2018100462 & 64076780). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the dhrs. Lots were inspected and passed all acceptance criteria by qa. Complaint history reviews were performed for the reported and subject lot numbers (2018100462 & 64076780) for similar events and one other complaint was identified for lot 2018100462, (B)(4); while no other complaint was identified for lot 64076780. The related complaint (B)(4) was reported by the same customer, approximately 6 months prior to this complaint for the same exact reported product mix-up. The customer did not return the product for (B)(4). Additionally, sme's quality sr engineer, quality assurance manager and supply chain associate director from valencia were consulted for this investigation, who determined that the reported mix up likely occurred after the product was released. Although the devices were in the warehouse at the same time, they were in completely different locations and product boxes are never opened for finished goods. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (incorrect product) or reported & subject devices (spb10 & tsv4b8). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable as the received condition of the product is unknown and the complaint cannot be verified. A definitive cause could not be identified.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Event date: not provided. Initial reporter name, email address, fax number: not provided.

Event description:
It was reported that during clinical procedure implant packaging for spb10 has an outer vial containing a different implant reference (tsv4b8). Procedure was completed using another implant.